Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there was an episode of noise recorded on this right ventricular (rv) lead. It was also reported that pacing inhibition was observed on a telemetry monitor; however, the field representative noted that there were no episodes stored in the ICD. The ICD was ultimately explanted and upgraded with a cardiac resynchronization therapy defibrillator (crt-d). No further details are available. No additional adverse patient effects were reported.